Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited out of range (oor) pacing impedance greater than 2500 ohms. A procedure was performed in which the rv lead was surgically abandoned. Additional information was obtained from a local boston scientific field representative indicating that this pacemaker was explanted per physician's decision and that it will not be returned for analysis. A new pacemaker was implanted. The system is no longer in service. No additional adverse patient effects were reported.